Manufacturer narrative:
Date of event and patient's weight were asked; however, the information were not provided. Follow-ups were conducted to obtain additional information and product; however, the patient refused to provide information. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient had an allergic reaction while using the astron clearsplints. The patient reported of a burning sensation on the lips and tongue upon insertion of the device. The patient has history of sensitivity to items according to dentist. The dentist did not observe any change to patient's tissue when the dentist was notified of the reaction.

Manufacturer narrative:
The product sample was not returned. No investigations could be conducted.